Event description:
It was reported that the vns patient was experiencing voice alterations since having his device implanted. An ent confirmed left vocal cord paralysis. No known interventions have occurred to date.